Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation; no defect was detected. Needle showed no signs of being bent, broken, or warped. Plastic cover aligns with needle to properly remove it from the insulin pen. Needle dispenses properly with lab prefilled insulin pens. No defect found. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for bent and warped pen needle. The customer did report needles stick and bruising. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020.